Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a microclave connector where it was reported there was leakage of medical fluid from the product. When administering medical fluid to the patient using a cadd pump, the customer noticed that the patient¿s clothing was wet. The customer checked the infusion line and found leakage of medical fluid from the product. The customer cut off the connection part of the infusion line and the product and these devices will be returned to (B)(4). Steps taken to resolve issue: the customer replaced the product with a known good new one. There was patient involvement but no patient harm.

Manufacturer narrative:
One used list# ia-c3300, microclave¿ connector connected to an unknown, back valve with tubing were returned for evaluation. As received the back valve was disconnected from the valve and the silicone was observed to be stuck. The sample was dissembled and a tearing on the top of the seal and the side was confirmed. No additional damage or anomalies were observed. The ID of the check valve was measured finding with specification. Complaint of leaks can be confirmed. Even the ID of the returned sample was within specification, the probable cause was typically due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm (0.059 ") and 2.8 mm (0.110"). A device history lot# review could not be conducted because no lot number(s) was/were identified.